Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: there is a discrepancy of the dor date between the device experience report from the sales rep and the medical records. The dor from the medical records is (B)(6) 2012. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds other reported incidents against product code 136542600, lot combination 2908881 since its release for distribution; however, a previous review of this device history record did not reveal any related manufacturing deviations or anomalies. No other incidents were reported against the remaining provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2906838, 2938941, and d1cj41000. A search of the complaint database finds additional reported incidents against lot code 2908881 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update: 3/1/2013 - litigation papers received. It is alleged that the patient suffers from discomfort. There is no new additional information that would affect the investigation. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Added: UDI, 510k.

Event description:
Ppf alleges loosening of cup, metal wear and metallosis.